Event description:
It was reported the patient presented to the hospital due to effusion. Upon interrogation, it was discovered the atrial lead exhibited high capture threshold and decreased p-wave amplitude sensing. Cardiac perforation was suspected but could not be directly confirmed using imaging. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead sensing problem, inadequate capture, and cardiac perforation/pericardial effusion. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination of the entire lead found no anomalies. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension length was measured to be within product specification. The reported events lead sensing problem and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested in specification.